Event description:
It was reported that the patient with this left ventricular (lv) lead had stimulation. (B)(6)technical services (ts) stated to program the lv outputs as low as possible. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).